Event description:
It was reported the patient's stimulation changed following a motor vehicle accident. The physician attempted to reimplant the lead but was unsuccessful. Therefore a different model of lead was placed. The patient reported she receives effective stimulation therapy. The physician electively removed and replaced the ipg with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.